Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-product analysis:the device was returned and evaluated by product analysis on 08/13/2015 with the following findings:the complaint could not be investigated due to a moisture issue. Review of the pump¿s black box revealed related call service alarms. Moisture was observed on the pump¿s motor flex cable connector.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.